Event description:
The account alleges that the hi/low was drifting.

Manufacturer narrative:
The technician replaced the ball screw assembly and installed the new style of limit vane, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.